Event description:
It was reported that the customer had high blood glucose levels of 127 mg/dl. The customer reported a button error alarm from the insulin pump. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.

Manufacturer narrative:
The pump had intermittent button response due to corroded keypad traces. No button error alarms were noted. The pump also had broken battery tube threads, a cracked and bleeding lcd glass, a cracked case at the display window corners, a cracked reservoir tube, cracked reservoir tube lip, minor scratches on the display window, and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.